Event description:
It was reported by the user facility's clinical manager that a (B)(6) female patient who has a history of tricuspid regurgitation, carotid bruit, chest pain, hypertension, and chronic obstructive pulmonary disease (copd) underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. The patient's right groin was prepped with duraprep prior to the procedure. Access was obtained at the right common femoral artery (rcfa) via a 5f sheath. Omnipaque (a contrast medium) was used during the pre-procedure femoral angiogram which revealed no evidence of calcium. The patient was given versed, fentanyl and xylocaine, all administered intravenously peri-procedure. Following the procedure, the radiology technologist (rt) who is a trained user of the mynx, chose the mynx cadence for femoral arterial closure. There were no complications reported during the procedure and the mynx cadence successfully achieved hemostasis. It was reported that immediately following the deployment, the patient complained of a burning sensation in her right knee down to her lower leg. Upon noticing a rash, the patient was given solumedrol, pepcid, and benadryl, all administered intravenously and the patient improved. The patient was ambulated and discharged to home the same day with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1117102) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.